Manufacturer narrative:
(B)(4). Title: vaginal cuff perforation during robotic-assisted mesh recto-sacrocolpopexy source iju case reports, volume 3, 2020(83-85). Date of publication: 29 february 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, there was a reported complication of a (B)(6) female who underwent a robotic assisted mesh recto-sacrocolpopexy for pelvic organ prolapse. Intraoperatively, an end-to-end anastomotic sizer of unknown brand was inserted into the vagina to facilitate dissection of the vaginal cuff. During maneuvering of the device's sizer, the vaginal cuff split open and the device's sizer became fully exposed at the bottom of the pelvic cavity. Following repair of the complication, the procedure was continued addressing the enterocele with sutures.